Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer was broken and the battery release, heart block, heart wire contacts, and lead flex cover were contaminated. It was also noted that the upper and lower case, ring cover and two side bail covers were broken and the ring and two side bails were bent.